Event description:
During a ptca/stenting procedure, the quantum maverick monorail balloon ruptured at 10 atms. The number of inflations is unk. The quantum maverick monorail balloon was being used to post dilate a cypher stent. The lesion being treated was a calcified, 99% stenotic lesion in the lad. No pt injuries or complications were reported.